Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient profiles were not transmitting to the device. A technical support specialist (tss) advised the customer to increase the auto discharge time to resolve the issue. The tss waited for the customer's response, but no response was received. Therefore, the technical support specialist closed the case.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, patient profiles were not transmitting to the device. The customer stated that the malfunction occurred but did not cause a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this incident.